Event description:
It was reported that the patient presented in the emergency room as the implantable cardioverter defibrillator (ICD) and the right-ventricular (rv) lead exhibited inappropriate high-voltage therapy due to noise-oversensing. The rv lead exhibited low defibrillation impedance as well. As a resolution the rv lead and the ICD were explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events of inappropriate or inadequate shock, sensing noise and low defib impedance was not confirmed. The device voltage was above the elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, sensing, and high voltage charging were found to be normal.